Event description:
It was reported that the programmer noted a "therapy stop condition". The healthcare provider indicated that they may have accidentally hit the red button on the programmer. Drug delivered via the device was lioresal.

Event description:
Additional information received reported the event did not cause any issue for the refill that day. It was noted the health care provider (hcp) would not have any additional information and would not be seeing the patient again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8840, lot# serial# unknown, product type: programmer, physician. Product ID: 8703w, lot# l45237, implanted: (B)(6) 1998, product type: catheter. (B)(4).